Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: on (B)(6) 2017, 68 mg/dl, and 110 mg/dl, and on (B)(6) 2017, 164 mg/dl and 93 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent